Event description:
Same case as MDR ID: 2134265-2013-08232. (B)(4). It was reported that side branch stenosis occurred. On (B)(6) 2013, the patient's qualifying condition was myocardial infarction (mi) and elevated biomarkers indicated ischemia prior to procedure. The patient was referred for urgent cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a long lesion located in the proximal left circumflex (lcx) extending up to distal lcx with 75% stenosis, which was 15 mm in length and with reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post dilatation residual stenosis was 0%. Target lesion # 2 was located in the distal right coronary artery (rca) with 75% stenosis, which was 15 mm in length and with reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post dilatation residual stenosis was 0%. Target lesion # 3 was located in the distal rca with 80% stenosis, which was 18 mm in length and with reference vessel diameter of 3.50 mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post dilatation residual stenosis was 0%. In addition, a non target lesion located in right posterior descending artery (r-pda) was treated with balloon angioplasty. Baseline core lab angiography revealed sidebranch right posterior descending artery compromised post-stenting. "Kissing balloon technique was used to rescue the sidebranch with good angiographic result. Stent overlaps distally with another stent". Four days post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).